Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was not returned to zoll medical corporation; the device's smart pneumatic module assembly kit was removed and returned. The reported malfunction was confirmed and attributed to a faulty autocal valve on the smart pneumatic module assembly kit. A replacement was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure-1051" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.